Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock during a medical procedure and stated that the physician performing the procedure forgot to use magnet. The patient notified the clinic following the event. No additional adverse patient effects were reported. This ICD remains in service.